Event description:
As reported in the database: approximately eight months post index procedure the target lesions at the mid right coronary artery and right posterior descending artery (pda) were revascularized due to restenosis. Both lesions were treated with a taxus stent.

Manufacturer narrative:
As reported in the database: the index procedure was in 2005; the procedure was an elective case. The indication for the procedure was unstable angina. The following medications were given within 24 hours before the procedure: beta blocker. The following medications were given during the procedure: unfractionated heparin, and plavix. A loading dose of plavix was given intra-procedure. The total loading dose of plavix intra-procedure was 300 mg. The first target lesion was at the mid right coronary artery. The lesion was de novo and classified as native. The lesion was not occluded; bifurcation was not present; calcification was classified as unknown. The reference vessel diameter was 3.5mm. The lesion length is unknown. The pre-procedure diameter stenosis was 70%. The pre-procedural timi flow is unknown. A 3.0x23mm cypher des was deployed. Direct stenting technique was used. Stent overlap was not present. A second 3.0x33mm cypher des was implanted; direct stenting technique was used and stent overlap was not present. The third 3.5x8mm cypher des was implanted. Direct stenting technique was used and stent overlap was not present. Angiographic success was achieved for this patient. Post-procedure diameter stenosis was 0%. Post-procedure timi flow was grade iii. No procedural complications or device malfunction were noted. The second target lesion was at the right posterior descending artery (pda). The lesion was de novo and classified as native. The lesion was not occluded; bifurcation was not present; calcification was classified as unknown. The reference vessel diameter was 2.25 mm. The lesion length is unknown. The pre-procedure diameter stenosis was 90%. The pre-procedural timi flow is also unknown. This lesion was treated with a 2.25x15mm guidant bms. Direct stenting technique was used and stent overlap was not present. Angiographic success was achieved for this patient. Post-procedure diameter stenosis was 0%. Post-procedure timi flow was grade iii. No procedural complications or device malfunctions were noted. The patient was discharged the next day with the following medications: aspirin, beta blocker, and plavix. The success of the procedure was complete. Any add'l info will be submitted within 30 days of receipt.